Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the article "guided-motion hinged knee replacement prosthesis: early survival rate and postoperative patient function and satisfaction" reports that 22 months after primary surgery the patient sustained a mechanical fall resulting in loosening of the hinge locking bolt. A revision surgery was performed, due to patellar subluxation and end extension impingement. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore no further clinical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that in a clinical observation of "guided-motion hinged knee replacement prosthesis: early survival rate and postoperative patient function and satisfaction" it was documented on the paper legion hk hinge knee replacement prosthesis (smith & nephew) was implanted to 38 patients. Revision surgery was performed 22 months after primary surgery following a mechanical fall. This caused loosening of the hinge locking bolt, and the patient experienced patellar subluxation and end extension impingement.